Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included use testing. The pump was powered on with a cassette attached and the pump alarmed "cassette not attached properly." The device was powered off then powered on in manufacturing utility mode to verify calibration of the downstream occlusion sensor and to attempt recalibration of the sensor. The sensor would not allow calibration due to a malfunction. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to a faulty downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached properly" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received indicated that there was no patient involvement.